Event description:
Provider allegedly states an unspecified manual wheelchair crossbrace broke where the pivot link bolts on the crossbrace. Dealer said it did not look like it happened over a period of time, was an immediate break from too much pressure. No injury.